Event description:
It was reported that the iab had been in use for 12-15 hours when blood was noted in the tubing. The pump was turned off and 10 minutes later the pt showed signs of right sided flacidity and was speechless. The iab was removed and the pt's symptoms subsided. There was no further sequelae.